Event description:
It was reported that patient underwent wrist procedure on (B)(6) 2012. During the procedure, a screwdriver was stripping out multiple screws. The procedure was completed using a competitor's product, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Investigation found a potential tolerance issue between the driver and the screw as reported. A design change has been implemented to change the tip geometry to eliminate potential interference with mating screws.